Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have periodontal issues and tmj. Their dentist noted to them recently that their teeth are receding faster near the gum line. This is a contraindicated patient for periodontal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.